Manufacturer narrative:
29-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brushes constantly shift downwards from the spine of the hand piece/loose - oral-b [device connection issue] . Brushes...slipping off - oral-b [device breakage] . Case narrative: consumer via e-mail stated that the oral-b toothbrush heads constantly shifted downwards from the spine of the oral-b toothbrush handpiece while brushing. No injury was reported. 02-feb-2025 follow up via e-mail and picture: the consumer confirmed that the problem was not caused by the toothbrush heads, but by the oral-b toothbrush handpiece because the same toothbrush heads snapped into another handpiece securely and easily. The suspect product was confirmed to be oral-b pro 2 2900 toothbrush. No injury was reported. 14-mar-2025 case update: the suspect product lot was 2ab12650752. No injury was reported. 03-apr-2025 case update from information initially received on 14-mar-2025: the suspect product was oral-b rechargeable toothbrush handle 3766. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brushes constantly shift downwards from the spine of the hand piece/loose - oral-b [device connection issue], brushes, slipping off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads constantly shifted downwards from the spine of the oral-b toothbrush handpiece while brushing. No injury was reported. 02-feb-2025 follow up via e-mail and picture: the consumer confirmed that the problem was not caused by the toothbrush heads, but by the oral-b toothbrush handpiece because the same toothbrush heads snapped into another handpiece securely and easily. The suspect product was confirmed to be oral-b pro 2 2900 toothbrush. No injury was reported.